Manufacturer narrative:
(B)(4). No conclusion code available. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 11.0-12.6cm from the cut end, consistent with lead friction to another device or patient anatomy. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.